Manufacturer narrative:
The device was serviced on-site by a field service technician. Visual inspection and functional testing were performed. Visual inspection revealed that the power cable wires were exposed. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the event. The cause of the condition was not determined. The device was sent for service. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During product service by a service technician, an em2400 display module was found to have a damaged power cord with exposed wires. No additional information is available.